Event description:
Severe swelling, synovial fluid accumulation. Info was received on 08-jan-2007 regarding an article entitled "tolerability and short-term effectiveness of hylan g-f 20 in 4253 pts with osteoarthritis of the knee in clinical practice" current medical research and opinions, vol. 21, no. 8, 2005, 1261-1269 (f. Kemper, u. Gebhardt, t. Mengurand, c. Murray). The article described results from a prospective, observational study conducted in germany on unspecified dates in 2005, wherein 4253 pts with osteoarthritis of the knee were treated with three weekly intra-articular injections of synvisc and observed for tolerability and effectiveness of pain mgmt with synvisc therapy. Pts were asked to assess pain on a 4-point scale before and 3 weeks after the first injection. Pt treatment and follow-up were documented over 4 visits. On an unk date in 2005, one pt of unspecified gender and age experienced a serious adverse event of severe swelling and synovial fluid accumulation one day after injection. The pt was hospitalized and treated with antibiotics and ice. This pt, who had a previous history of a large knee effusion after treatment with synvisc, recovered spontaneously after synovial fluid aspiration. This local adverse event was judged as possibly related to synvisc. There were no other reported serious adverse events.